Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). A device history record (DHR) review was performed for part# 323.062, lot# 8734930: manufacturing location: (B)(4), manufacturing date: 27.nov.2013: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a distal humerus procedure on (B)(6) 2017, a drill bit broke while drilling for a placement of a 2.7 mm locking screw in a distal humerous plate. The fragment remains in the patient. The surgeon chose not to attempt to remove the fragment because he thought it would cause more harm to try and retrieve it. A five (5) minute surgical delay was reported. Procedure was completed successfully. Concomitant devices: distal humerous plate (part# unknown, lot# unknown, qty 1), 2.7 mm locking screw (part# unknown, lot# unknown, qty 1), drill (part# unknown, lot# unknown, qty 1) this report is for one (1) 2.0mm drill bit this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device received. Customer quality (cq) engineering investigation: this complaint is confirmed. No new malfunctions were identified as a result of the investigation. A visual inspection under 5x magnification, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. Visual inspection at cq the distal tip of the returned drill bit has sheared off mid-flute at an oblique angle. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. Drawing review drawing was reviewed during this investigation. No product design issues or discrepancies were observed. The diameter of the returned drill bit near breakage was measured as 1.978 mm at cq (micrometers om521) which is within specification of 2.0 mm +0/-0.03. DHR review: the design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. The complaint condition is addressed by the system risk assessment; however, the rate of occurrence exceeds the expected rate of occurrence in the risk assessment. This is being addressed. No definitive root cause was able to be determined. The breakage likely occurred due to off axis force during use and possibly hard bone. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.